Event description:
A report was received that the patient underwent an explant procedure due to infection. The patient's symptom was a sore above the pocket site. The patient was given antibiotics. The physician was not sure if the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the paddle lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.